Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error. Device was programmed with multiple test boluses. All boluses delivered properly and was recorded in the bolus history screen. No bolus anomaly or history anomaly noted. Device uploaded properly using care link. Device cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 600 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with intravenous fluids and insulin potassium and calcuium. The customer alleges for high blood glucose. Customer reports insulin exited at the qr. The insulin pump will be returned for analysis.